Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by trial patient that they were in the hospital. On (B)(6) 2019, more information received from trial patient. It was reported trial patient was hospitalized and did not keep diary during their stay. Prompt to change programs from program 1 to program 2 and stimulation in buttocks at 0.6 and comfortable. No further complications were reported or anticipated.